Manufacturer narrative:
The service engineer (se) inspected the device and had a power on self test (post) failure error code upon turning the ventilator on. The se found the exhalation flow sensor (evq) had been damaged. The se replaced the evq. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator entered into back up ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.